Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the log files that were provided by the account confirmed low flow events. According to the account, the low flows were related to blood loss anemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6)., and reported events could not conclusively be determined. The account submitted log files for review. The system controller event log file contains data from 01feb2023 at 12:00:17 through 02feb2023 at 9:46:14. Low flow events were captured throughout the log file from 01feb2023 at 19:04:24 through 02feb2023 at 4:41:31. Per design, when the flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Onset of epistaxis is captured under MFR # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department the night of (B)(6) 2023 with severe epistaxis that was likely induced by picking their own nose. Lab results showed a hemoglobin level as low as 6 g/dl down from their baseline of 8.5 to 9 g/dl. This was a recurrent issue for the patient and as a result was taken off coumadin and aspirin completely. The considerable drop in hemoglobin was considered a major bleeding event. The patient received 4 units of packed red blood cells and their most recent hemoglobin was back up to 9.8 g/dl. The log files captured 16 low flow alarms that were likely associated with blood loss anemia. The event log captured low flow events on (B)(6) 2023. There were also several momentary low flow events recorded that were brief and did not generate an alarm.